Manufacturer narrative:
B1: adverse event or product - updated b7: relevant history - updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: data files with three photos were returned and analyzed. The first image file showed the catheter with the guide wire inserted inside the catheter. The other two photos showed a red material stuck on the tip of the catheter with traces of blood on it. There are no indications about the nature and the origin of the material, however it is surmised that this material is related to biological origin. The physical product, pscc100 with lot 0012401613 was returned for analysis, and the device evaluation is anticipated, but not yet begun. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, after ablations were completed in the pulmonary veins, the guidewire could not be retracted into the catheter. It was surmised that the guidewire was trapped in the tissue, and it was unable to be removed despite efforts to remove it. It was further reported that attempts to retrieve the guidewire with the catheter and by advancing the sheath did not resolve the issue. After several attempts to retract the guidewire, it was noted that it had "come off the tissue." The system was removed, and when it was checked outside the body the guidewire was found to be fixed in place and would not move even when the handle or tip were pulled. It was determined that "something other than the guidewire had been pulled into the catheter causing it to become stuck." The case was completed with cryo. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pscc100 catheter with lot number 0012401613 was returned and analyzed. The catheter was received with the guidewire lumen fully extended. No anomalies were identified during external visual inspection of the array, guidewire lumen, shaft, and handle segments. The guidewire was received threaded into the catheter and extended one inch beyond the tip. The steering function was normal, with the distal catheter tip responding with the expected rotation in both directions. The slide control was stuck at the middle and unable to move back and forth. X-ray and optical inspection showed the guidewire was damaged approximately one inch from the tip. High magnification optical inspection of the catheter tip and guidewire showed foreign material at the tip (point of contact with the guidewire). The nitinol was verified to be at the tip and inside the dual lumen and no anomaly was found. The luer was verified and no misalignment was found. No entangled wires were found along the shaft and inside the handle. Resistance was encountered during guidewire removal attempts; the guidewire was likely stuck at the tip and unable to be removed due to the foreign material. Dissection was performed to assess the points of resistance; the shaft catheter was cut approximatively eight inches from the dual lumen. Presence of the foreign material at two locations on the guide wire was found: one at the tip of the catheter and a secondary resistance was observed inside guidewire lumen at approximatively five inches inside the shaft. In the handle of the catheter, the guidewire was removed and found to be extended. Prior to guidewire insertion, the guidewire lumen of the handle half catheter was flushed using a decontamination solution. A test guidewire was inserted proximally through the luer and threaded along the guidewire lumen multiple times; the guidewire was extended and retracted without any issues. Data from the catheter identification chip confirmed the catheter was programmed for clinical use, with the lot and serial numbers matching those indicated on the cover. The catheter was reprogrammed before connection to the generator via a catheter interface cable, and therapy deliveries passed. In conclusion, the reported issue of tissue stuck in the catheter was confirmed during returned product analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The updated event description information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient and is a case study. The baseline gender/age characteristics is female/49 years old. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: guidewire entrapment during pulsed field ablation: a case report heart rhythm case reports. 2025. 2214-0271. Doi.org/10.1016/j.hrcr.2025.06.003 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the catheter could not be removed from the right inferior pulmonary vein (ripv). The catheter was entrapped along with another manufacturer's guidewire. When the catheter was removed from the sheath, a tissue fragment was observed at the tip of the guidewire lumen.

Event description:
The procedure was a pulsed field ablation and was competed with pulsed field ablation.

Manufacturer narrative:
Correction: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.